Manufacturer narrative:
Date of the event (B)(6) 2019 is an estimate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacture representative (rep) regarding a patient who was implanted with an implantable neuro stimulator (ins) for parkinson's dual and movement disorders. It was reported that the rep was going to be troubleshooting the system as patient is feeling paresthesia around ins site. The rep's call was to inquire about testing extension/lead only impedances, and the use of alligator clips was reviewed for the rep. Caller didn't request any further assistance with troubleshooting. No further patient complications were reported/ anticipated as a result of this event.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 37085-60, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2019, product type: extension; product ID: 37085-60, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2019, product type: extension. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep) stating that both extensions were replaced as an intervention to resolve the paresthesia around the ins site.